Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) was dispatched to evaluate the iabp unit and observed the reported issue in the log files and was able to reproduce the reported issue. The stm performed the 30psi calibration and the drive regulator and vacuum regulator calibrations which resolved the issue. The stm later confirmed that the customer had replaced the scroll compressor and control board in an attempt to repair the iabp unit themselves, but failed to calibrate the iabp unit after the repairs were performed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a repair performed by the customer, the scroll compressor and the control board for the cardiosave intra-aortic balloon pump (iabp) was replaced. It was later clarified that the iabp unit had generated a power- up test fails code #14 prior to use on a patient. And the customer was attempting to repair the iabp unit themselves. There was no patient involved and no adverse event was reported.